Event description:
The customer reported to vyaire medical that the ltv 1200 ventilator has a volume issue. The reported complaint happened prior to patient use. The customer confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: pc-(B)(4). Service was able to verify the reported issue.all testing was performed with a good known test ac adapter and patient circuit was connected. The unit was powered on and no output of flow occurred. Internal inspection revealed pinched turbine wires between the manifold spacer and the rear weldment. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.